Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer blood glucose reading at the of the incident is 400 mg/dl. Customer current blood glucose reading was unknown. Customer feel ok to troubleshoot. Customer reports they have not contacted their hcp regarding the high blood glucose reading. Customer stated there was not air bubbles or leak issue. Customer did not mentioned if there was any bent issues. Customer declined to check setting. The insulin did exited. Customer did used auto mode feature. The insulin pump failed high pressure test. Insulin pump will not be returning for analysis.